Event description:
It was reported that a flogard infusion pump experienced a door open alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected the reported condition of a door open alarm was confirmed when the device was turned on. The root cause of the door open alarm was determined to be a missing door magnet. To correct the condition, the door magnet was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.